Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise had been observed on the atrial lead. The noise could not be reproduced. No programming changes were made or planned. The patient would continue to be monitored through biannual follow-ups.